Event description:
The resident was lifted out of the bed and swung out over the floor for transport when the sling clip broke. The pt hit her head on the night stand during her descent to the floor. An ambulance was called and the resident was transported to the emergency room at (B)(6) hosp. She was badly bruised but otherwise okay. (B)(4)

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter concerned also to inspect the sling. The lifter was inspected where it was noted the lifter had been modified to operate with common gel cells and has an internal charging system so, the lifter can be charged at any convenient ac outlet. The lifter was tested and performed to specification, again no faults found. The sling was inspected and found to be another MFR's sling, not an arjo sling. It was noted that both the lower left and right sling clips were cracked. Based upon the report received, it is considered the lifter itself was not at fault. The most probable cause for the reported incident was the use of a defective sling with cracked sling clips which is not an arjo sling. The use of other MFR's slings has not been approved and is not recommended. Whilst the modification to the lifter incorporating an internal battery and charger did not contribute to the reported incident, this form of modification is not approved by arjo. Arjo med. Ab ltd. Strongly advise and warn that only arjo company designated parts, which are designed for the purpose, should be used on equipment and other appliances supplied by arjo, to avoid injuries attributable to the ise of inadequate parts.